Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touchscreen was not working. The single computer board was replaced, which resolved the reported issue. No pt involvement reported.